Event description:
It was reported that after dilatation of the balloon to approximately 8 to 10 atms, the balloon ripped, resulting in a vessel dissection. Reportedly, extravasation was observed in the fluoroscopic image. The stent graft that was intended to be implanted to treat the lesion after angioplasty was also used to cover the dissection. Reportedly, the patient is doing well.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The device was returned. Visual examination of the balloon found a longitudinal rupture on the barrel of the balloon, extending towards the distal cone. Images were not provided, therefore, the reported vessel dissection could not be confirmed. The current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Potential adverse reactions: vessel dissection, perforation, rupture, or spasm.